Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the site was down due to a scheduled reboot at the facility. The customer was not aware of the reboot. A technical support specialist successfully rebooted the servers and verified that all required services were running properly. Windows updates were applied, and all devices were communicating without errors. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient information was not updating and the site was down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.